Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that the customer experienced on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Customer performed a supply change to address the bg. In addition, the customer was experiencing intermittent, on-going occlusion alarms. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin, using cold insulin, as well as reusing insulin. Tandem technical support educated the customer on proper insulin labeling. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer's bg.